Event description:
A female hospital employee reported that a 3m universal electrosurgical pad was placed on a pt's upper right thigh. At the end of a surgical procedure involving a shoulder scope, the pad was removed. The customer alleged the area under the pad was red and blistered. This info was received on (B)(6) 2015. New info received on (B)(6) 2015 indicated the female patient had a 2 inch in diameter second degree burn after pad was removed following a shoulder arthroscopy procedure performed on (B)(6) 2015 requiring medical intervention. When anesthesia was started the pt was placed in a "beach chair position". The surgery proceeded without incident and no alarm sounded. An unidentified compression cuff was placed over half of the electrosurgical pad and an unidentified warming blanket and traditional blanket were also placed on the pt from the waist down. A security strap was also placed across the patient's legs. The pt was discharged with extra dressings and silvadene (silver sulfadiazine) cream. The pt was informed to see a doctor which she did. The plastic surgeon debrided the site "once or twice" and recommended plastic surgery. The pt is considering whether she wants to do this. Based on the new info received on (B)(6) 2015 it was determined this was a reportable event.

Manufacturer narrative:
The event was caused by failure of the user to follow the product instructions for use: note: initial reporter indicated they used a pressure cuff over pad. 3m is aware that the use of compression devices over the electrosurgical pad can restrict blood flow which normally dissipates the heat. Reducing the blood flow also increases the impedance of the underlying tissue. In addition, reporter indicated they used a warming device on the pt from their waist down. Note: the use of lactated ringers (a conductive irrigant) was noted by the reporter. This is one of the three factors noted in the above warning that has the potential to cause a burn.